Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet and the pump battery could not be charged properly without the customer maneuvering the pump at a certain angle. Customer¿s blood glucose level was 200 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.